Manufacturer narrative:
Per the facility contact, the facility does not have the handpiece anymore. The alleged compliant unit was not returned for eval. It is not possible to verify an assignable cause. The DHR for microtip lot 13413-01 was reviewed. The units met mfg specs when released and there were no issues related to the complaint.(B)(4). No significant trend was observed".

Event description:
Kept saying "irrigation blocked" and several attempts at troubleshooting did not help the problem.